Event description:
Acct. Reports that the set "fell apart". Further info: states that the tubing came out of the housing of the luer lock. States incident occurred on an adult pt. And there was no serious injury to the pt and there was no serious injury to the pt. Set was changed which is considered a nursing intervention. Sample available.